Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that bacteriologic analysis had been completed, but the results were not accessible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that ins would be explanted on the day of this secondary report. It was noted that bacteriologic analysis will be made.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient had a skin disorder. No diagnostics had been performed, and an appointment was scheduled with a dermatologist, although additional information received indicated that no consultation occurred.. The event was not resolved at the time of the report. It was noted the patient recharges the device on a t-shirt, and the patient reported uncomfortable feeling of warming when charging, although the physician indicated they did not notice any heating at the charger during recharge. The cause was not determined, and no diagnostics/actions had been taken. There was no confirmed issue, but the plan was to replace the rechargeable ins with a nonrechargeable ins on the other side on (B)(6) 2019 and also replace the extension, as there was no explanation of the skin disorder. No further complications were reported.